Manufacturer narrative:
Film evaluation summary: the reported type ia endoleak and aneurysm rupture could not be confirmed on the images provided. Post-implant CT¿s were not available for review and the stent graft in-vivo configuration could not be evaluated. Post-implant angiograms (including endoleak interrogation) could allow for a more comprehensive determinations of the endoleak source/cause. It is likely that the acute angulation observed in the thoracic aorta as well as the implantation of the valiant captivia inside a non-medtronic aortic graft and the presence of intraprosthetic thrombus may have contributed to the reported events. The IFU states that ¿the proximal and distal springs are placed in an adequate landing zone comprised of healthy tissue. Healthy tissue is defined as tissue without evidence of circumferential thrombus, intramural hematoma, dissection, ulceration , and/or aneurysmal involvement. Failure to do so may result in inadequate exclusion of vessel damage, including perforation¿ medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft system was implanted during an thoracic endovascular procedure for the treatment of a 54mm thoracic aortic aneurysm. It was reported 9 days later that the patient complained of abdominal pain an examination was carried out and it was confirmed that the aneurysm had ruptured. An intervention was carried out and a type iii endoleak was suspected and a non-mdt device was implanted however the leak did not stop. It was then judged the endoleak was a type ia endoleak. An additional non-mdt device was implanted to the central side and the leak resolved.  As per the physician the cause of the event was due to the patients anatomy, the physician stated that the central landing was an artificial blood vessel and that landing on artificial blood vessels were always insufficient in sealing even though the length was sufficient no additional clinical sequelae was provided and the patient is fine.